Manufacturer narrative:
Correction: this report was originally submitted under FDA registration number 3004105610 as an unknown stanmore device. Additional information received on 11/20/2018 revealed that the device is associated with FDA registration number 0002249697. New initial MDR/s will be submitted with the corrected/additional information.

Event description:
It was reported that the surgeon is requesting a proximal femoral component ("as large as possible - 48-54") to revise an existing proximal femoral component due to possible dislocation of the femoral head from the acetabular cup. Implant design engineer indicated the implant would be designed to "avoid further increase of the leg length discrepancy." Sales support also cited instability.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the surgeon is requesting a proximal femoral component ("as large as possible - 48-54") to revise an existing proximal femoral component due to possible dislocation of the femoral head from the acetabular cup. Implant design engineer indicated the implant would be designed to "avoid further increase of the leg length discrepancy". Sales support also cited instability.